Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported by quality department of the titan coating company dot that four of the received implants shows material discrepancies.

Manufacturer narrative:
An event regarding a surface defect involving a triathlon ps fem component was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection confirmed the reported event of a surface defect on the articulating surface of the femoral condyle. An inspection of the surface defect by the quality engineer in the triathlon femoral cell on the unit reported within this investigation was completed and was deemed to be acceptable based upon the criteria specified on d00400 'visual inspection specification for implantable femoral components' version 8. Medical records received and evaluation: not performed as the event relates to the surface defect on the device and the device was not implanted. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: based on inspection by the quality engineer in the triathlon femoral cell it was found that surface defect, on the returned unit within this investigation, was deemed to be acceptable as per the criteria specified. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by quality department of the (B)(4) that four of the received implants shows material discrepancies.